Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the haptic was broken. Additional information has been received that the haptic was knicked straight during loading. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).